Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches on the lcd lens. There was also contamination by the base(chassis)and the smiths tampered seal label was missing. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. To further investigate, a functional test was performed. The reported issue could not be duplicated, but multiple errors were observed in the device ehl log related to the downstream occlusion sensor. Root cause could not be determined. It was recommended that the dso sensor be replaced for preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion multiple times; it was also alarming "cassette not attached properly" when the latch is closed. It is unknown if there was a patient, or clinician injury associated with this occurrence.